Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss/hair thinning") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry") and asthenopia ("vision/eye problems type: strain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, iron deficiency anaemia, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, weight increased, vaginal haemorrhage, vision blurred and asthenopia outcome was unknown. The reporter considered abdominal pain, alopecia, asthenopia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion, everything was ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy and hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss/hair thinning") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry") and asthenopia ("vision/eye problems type: strain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, iron deficiency anaemia, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, weight increased, vaginal haemorrhage, vision blurred and asthenopia outcome was unknown. The reporter considered abdominal pain, alopecia, asthenopia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion, everything was ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received-new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss/hair thinning") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry") and asthenopia ("vision/eye problems type: strain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, iron deficiency anaemia, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, weight increased, vaginal haemorrhage, vision blurred and asthenopia outcome was unknown. The reporter considered abdominal pain, alopecia, asthenopia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2011, discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion, everything was ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Events per pfs: vaginal bleeding, blurry vision, eye strain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.